Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the procedure, instruments still out of the patient, the loop retriever of the set meniscus mender was disassembled between head and shaft. Non-significant delay was reported. It is unknown if a backup device was available and how the issue was resolved. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A review of risk management found that the anticipated risk level is no longer adequate. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.